Event description:
Report received indicated that during a percutaneous transluminal angioplasty a balloon rupture occurred at 6 atmospheres. The target lesion was the external iliac artery. There was heavy calcification and vessel tortuosity seen with stenosis of 80% present. There was no injury to the pt. The product was discarded and will not be returned. Additional info will be sent within 30 days upon receipt.